Event description:
A malfunction on the pump was reported by the caller around november 27, 2025. There was no adverse impact on the customer's blood glucose level. The customer successfully resolved the issue by resetting the pump during self-troubleshooting, which provided a temporary fix until the third malfunction occurred. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.